Event description:
Customer reported on (B)(6) 2014, the insulin pump was cracked at the battery compartment. Customer does not recall blood glucose level. Customer stated the device was bumped into a rail car. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected low battery alarms noted. However, traces of corrosion found at the battery tube. The device was received with cracked case at display window corners and reservoir tube. The device was received with broken battery tube threads. The device was received with minor scratched lcd window.